Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the instrument screw of the forceps fell off during procedure. The fallen screw was recovered, and the procedure was completed successfully. No negative impact in state of health reported.